Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that the patient underwent an explant procedure due to having discomfort at the ipg site. No further information has been obtained despite good faith efforts.